Event description:
The customer stated she had activated the pod at night and felt fine the next morning. She went to work and then felt ill. She thought she was just coming down with a virus and did not think to check her blood glucose since she woke up feeling fine. She went home and checked her bg was 500 mg/dl. And she noticed cannula had come out of site. She did know when it dislodged.

Manufacturer narrative:
The device was not returned for eval. We are unable to assess the product condition. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. The omnipod user guide warns ¿check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery, ¿ and ¿because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka), dka can cause breathing difficulties, shock coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin- usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery.¿ it advises ¿to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed). In addition, always check it if you feel nauseated or sick.¿ no product lot number was reported therefore no qualification records could be reviewed.